Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over a month ago from date manufacturer was made aware.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was noted that it was having difficulty communicating with the remote. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the hospital.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and a return of pain due to the implantable pulse generator (ipg) being unable to be charged. The ipg was also reported to have communication issues. The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. The patient is doing well postoperatively. The explanted ipg was discarded and will not be returned for analysis.

Manufacturer narrative:
Correction to initial report in blocks: b1, b5, and h6. Block b3: exact date unknown, event occurred in approximately over a month ago from date manufacturer was made aware.